Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal insulin delivery history did not match the corresponding programmed basal rates. It was also reported that the basal program was 0 in the pump history from 2:30 am to 7:00 am for two days, which did not reflect what the user programmed. The patient was allegedly alerted of an elevated blood glucose (bg) reading detected by the continuous glucose monitoring unit while the patient was asleep. It was reported that the patient experienced blood glucose around 250 mg/dl and below 500 mg/dl without any other symptoms or signs of hyperglycemia. This incident does not meet animas' definition of an adverse event. There was no indication that the product caused or contributed to an adverse event.this complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: during investigation, t1 template was created in error. Unable to confirm or duplicate complaint . The battery compartment was cracked above the grip. The complaint regarding basal history not matching was reported to occur on (B)(6) 2018 but the pump was in use until (B)(6) 2018 therefore all pump history including basal history is no longer available . The current basal history matches the programmed basal rate . Unrelated to the original complaint, the pump powered on to a dim and discolored display.